Manufacturer narrative:
Covidien reference number (B)(4). The covidien service engineer (se) inspected the device and verified the malfunction. The se replaced the breath delivery (bd) printed circuit board (pcb) and updated the software to the current revision. The se performed extended self testing on the device and all tests passed.

Event description:
It was reported that, during use on a patient a 980 ventilator generated a loss of communication diagnostic message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of this event.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.